Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 and a shorted q10 transistor on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.